Manufacturer narrative:
(B)(4).

Event description:
The surgeon was repairing the patient's right quadriceps tendon. The 4.5mm awl dilator tip used before placing the anchor and the tip broke off and was stuck in the patient's bone. The surgeon removed the tip of the dilator with no injury to the patient. The surgeon was able to continue on with the procedure.